Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [1000 mcg/ml] at a dose of 102.1 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the hcp was doing a refill the day of the report and noted a volume discrepancy where the actual residual volume (arv) was less than the expected residual volume (erv) as the erv was 3.1 ml but the arv was 0 ml. It was noted that the previous refill was unremarkable and nothing new or different as it related to the refill procedure today. It was stated that there were no programming errors and no increased heating changes/procedures to the pump. It was noted that the patient had some mild increased truncal weakness since approximately (B)(6) 2017. It was indicated that this was considered a gradual change in therapy/symptoms. No further complications were reported or anticipated.